Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure, the fiber became non-functional. The procedure was completed using an alternate method - resection bipolaire. There was no patient injury reported.